Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 215cc gel breast prosthesis (left device) and a mentor memorygel breast implant 240cc gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a physical exam and by MRI. In addition, the MRI showed that the patient developed simple cysts on her right breast. As a result, the patient underwent unilateral explantation of the left breast prosthesis and replacement with a mentor memorygel breast implant 215cc gel breast prosthesis on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.